Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized after experiencing a pod failure. No additional information was provided. Attempts have been made for additional information on the event. If the information is received it will be submitted in a follow up report.